Manufacturer narrative:
The returned polaris screw was evaluated. No signs of cross-threading or rod reduction were visible. The complaint for closure top loosening is unrefuted. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the two plugs at s1 were found partially loosened from their mating pedicle screws during a revision surgery to address interbody migration. The screws and plugs were removed and replaced during the revision surgery without reported patient impacts. This is report one of four for this event.

Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2019-00342 thru 3012447612-2019-00345.

Event description:
It was reported that the two plugs at s1 were found partially loosened from their mating pedicle screws during a revision surgery to address interbody migration. The screws and plugs were removed and replaced during the revision surgery without reported patient impacts. This is report one of four for this event.